Manufacturer narrative:
The following could not be completed with the limited information provided. Age or date of birth - ni, weight - ni, date of death - ni, expiration date - na, date implanted - na, date explanted ¿ na, manufacture date - na.

Event description:
It is reported that the patient experienced loosening of the humeral component following elbow arthroplasty. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.